Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an unknown issue. There was patient harm reported. No additional information was provided.

Manufacturer narrative:
A device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. The visual inspection found no notable conditions. There was patient harm reported. The reported condition was confirmed. The investigation found wrong screws and washers used on lvps, and one screw was missing. The patient harm was reported to the product engineer. - the conclusion was that the cause for self-activation of the device must have been a short circuit caused by a loose screw inside the device. The investigation isolated the failure to a short circuit, but a root cause was not identified. The probable root cause was found to be a loose screw inside the device. The screws and washers were replaced with the correct type to address the condition. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device screw was missing. There was patient harm reported. No additional information was provided.